Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Upon visual inspection no physical damage was observed. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. After replacement of the load cell, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During deployment, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 error message upon power up. User tried to troubleshoot but was unable to clear the ua 7 error message. The crew immediately performed manual CPR. No known impact or consequence to patient reported.